Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed a fractured sense a cable 5.5 cm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed of noise and inappropriate shock.

Event description:
It was reported that the patient present to the clinic due to a delivered shock involving this device and electrode. When interrogating this device error codes were reported as well as a telemetry issue and it was noted that the device triggered end of life (eol). It was noted that artifacts could be reproduced in the secondary sensing vector. It was also noted that a red screen was seen on the programmer while attempting to retrieve data. A request for review was sent to technical services (ts) to see if this data was still able to be analyzed to see weather the device had in fact delivered a shock. A review of the device data by engineering confirmed multiple errors as well as one error which indicated a reset of the device due a low battery. Engineering noted that it was not possible to retrieve episode data as the programmer froze. It was noted that both this electrode and the associated device were explanted and returned. Analysis of the returned device identified arc marks on the exterior of the case indicating energy from a shock shorted to the device. This type of damage is likely due to the device delivering a shock with the electrode in close proximity to the device case. The returned electrode was returned and underwent analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient present to the clinic due to a delivered shock involving this device and electrode. When interrogating this device error codes were reported as well as a telemetry issue and it was noted that the device triggered end of life (eol). It was noted that artifacts could be reproduced in the secondary sensing vector. It was also noted that a red screen was seen on the programmer while attempting to retrieve data. A request for review was sent to technical services (ts) to see if this data was still able to be analyzed to see weather the device had in fact delivered a shock. A review of the device data by engineering confirmed multiple errors as well as one error which indicated a reset of the device due a low battery. Engineering noted that it was not possible to retrieve episode data as the programmer froze. It was noted that both this electrode and the associated device were explanted and returned. Analysis of the returned device identified arc marks on the exterior of the case indicating energy from a shock shorted to the device. This type of damage is likely due to the device delivering a shock with the electrode in close proximity to the device case. The returned electrode is currently undergoing analysis. No adverse patient effects were reported.